Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 217mg/dl, 114mg/dl and 109mg/dl. The customer states that she was not sure if she washed her hands when she obtained the 217mg/dl result. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.